Event description:
It was reported that balloon rupture occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure at rated burst pressure, the balloon ruptured. The procedure was completed with a different device without any patient complications.